Event description:
It was reported "the patient started intermittent catheterization due to incomplete emptying and within 4 days of use the patient developed gross hematuria (blood clots). The patient went to the emergency room and was kept under observation with an indwelling catheter. The doctor ordered to discontinue use of ic and placed a foley catheter. Per the case details, there was significant bleeding (heavy) after 4 days of intermittent catheterization. It was further stated "lesions of the urethra (urethrorhagia) causing bleeding do not create intravesical clots but simply tinted urine during catheterization with possibly a few drops of blood which flow after the catheterization." The complainant is not claiming that any lesions were caused from the catheter and reports patient was on anticoagulants therapy at the time of using intermittent catheters.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No non-conformances were identified for this lot. No similar complaint was received for lot 5b00481 and malfunction code "uca-pmc14.03 no malfunction based on complaint information". The machine logbook was reviewed, and no records related to this issue were found. Additionally, no non-conformances were identified during the sterilization process. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470